Manufacturer narrative:
The technician found the side rail assembly is damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail center arm assemble to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the side rail is hanging midway and cannot raise to the latch position. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).